Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent lead repositioning procedure. No product implanted or explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7088129. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088129, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent lead repositioning procedure. No product implanted or explanted. Additional information stated that the patient is doing great postoperatively.